Event description:
It was reported in an abstract that a total of 20 patients (20 vertebral bodies) that underwent balloon kyphoplasty procedures (bkp) to treat osteoporotic spinal compression fractures were observed for 3 months or more after surgery. The treated levels included t10 (n=1), t11 (n=1), t12 (n=7), l1 (n=8), l2 (n=3). It was reported that "preoperative cement leakage, which was slight leakage into the lower intervertebral disc, was noted in two patients (10%)". No further information was reported. The type of cement used in these cases was not specified in the abstract.

Manufacturer narrative:
Literature citation: ken miyaoka, masami fujiwara, yoshikazu saita, umito kuwashima. "Therapeutic results of balloon kyphoplasty for osteoporotic spinal compression fracture." 2-p31-3. Mean age: 77.6 years (68-95 years old); 5 males; 15 females. Date(s) of events are unknown. (B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.